Event description:
Lasik- I did not need bifocals at the time of lasik. My vision had always been nearsighted. I was advised that I would loose a bit of my close vision in trade to obtaining distance vision. I was also advised that it would be best if I opted for the more expensive "custom" lasik. The first surgery alone. I had my lasik surgery in late 2005. After surgery, I reported to my dr that my vision was terrible, that I could see things very far away but had lost almost all my vision from very close to about 4 feet away, and that I had stars and blurred vision at night -absolutely new to me. About 1 mo after surgery, the dr told me that they had gone to a seminar the week after my surgery and were told that post-menopausal women were not good candidates for lasik because of the physical effects of the reduction of hormones. Further, post-surgery, I was advised "oh by the way", I would now suffer with "dry eye" for ever, which would require continuous application of eye drops and lifetime usage of restasis. My surgery should never have been done. My close vision improved marginally. I was advised to have a second surgery, which I also had to pay for, to "improve" my near vision and "clear" the night vision problems. My near vision, which was perfect before surgery, has been rapidly declining since the surgery. I now cannot see anything closer than 3 feet without glasses. Furthermore, my vision continues to become more and more blurry, and my night vision/stars and halos are getting worse as well. In order to see thing close or far really crisply, I must wear glasses all the time! This is something that lasik was supposed to prevent. If I had been told everything I should have been told by my drs, I would never have had the surgery. I spent for surgeries, and now must spend thousands of dollars each year on eye drops and prescription drugs to compensate for the damage done to my eyes.